Manufacturer narrative:
According to the facility, the thermostat readings were off on multiple patients. This required interventions such as multiple patients received septic workups (multiple lab sticks and urine samples required) and delayed discharges. When a different brand of thermometer was used (a special order one) the patients' temperature was in range and the patient was able to be discharged home. Other patients did not receive a new thermometer due to low supply and the error was unknown at the time and required painful procedures to be performed. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the thermostat readings were off on multiple patients. This required interventions such as multiple patients received septic workups (multiple lab sticks and urine samples required) and delayed discharges.